Event description:
It was reported that the patient experienced difficulty charging the implantable pulse generator (ipg) and underwent an ipg swap. Patient is doing well post operatively. The explanted ipg will not be returned as it was disposed by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced difficulty charging the implantable pulse generator (ipg) and underwent an ipg swap. Patient is doing well post operatively. The explanted ipg will not be returned as it was disposed by the facility.